Event description:
Related to MFR report#2183959-2010-00353. On (B)(6) 2010 doctor indicated second pt had a thermatrx thermal treatment. Doctor claimed inconsistent readings on the tmx3000 unit and now claims the pt is incontinent. Thermatrx shows a max temp sensor reading of 66 degrees, however the graft shows 44 max. Second example is this unit shows a treatment time of 80 mins with only a 40 min treatment time. The graph wattage reading is off the chart.

Manufacturer narrative:
The console was received and evaluated on (B)(6) 2010. It was decontaminated and its exterior was visually inspected. A non-related returned goods pt cable, (B)(4), was used during the functional testing of the console. The console was tested 5 times over the two-day period (B)(6) 2010. In all five cases it performed in a routine manner with no issues or readings outside of established parameters. Sys self-check, calibration and operation were normal. The stored pt files were downloaded and printed out for inspection. Ams is still in the process of reviewing more data and further tests. As soon as ams is aware of additional info and able to draw a conclusion we will file a follow-up report.